Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, spiderwebs, and shadowing/ doubling. The iol was exchanged in a secondary procedure. The clinical reason for the iol exchange is post op refraction of myopic astigmatism. Additional information was provided that the patient's issues have resolved following iol exchange with a different model iol. The prognosis is good with stable, functional vision at near, intermediate and distance.